Event description:
It was reported that the device base was not responding. There was no delay in therapy. There was no physical damage reported and unit was not dropped. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the top case is damaged in both front corners, bottom case is cracked, right plunger case is cracked. Functional testing was unable to duplicate the alarm but found contamination on the interconnect board confirming the complaint. It was unknown what caused the reported problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced interconnect board. Replaced damaged top and bottom cases, worn leadscrew, right and left clutch halves, barrel rod and barrel spring. Upgraded the motor mount. Replaced battery due to battery not working. Replaced size pot due to invalid syringe size alarm. Cleaned, greased, and calibrated. The pump passed all functional and delivery tests.